Event description:
It was reported that both devices have not absorbed six months after the surgical procedure. The device on the right side of the forehead is more visible than the left side.

Manufacturer narrative:
There is a very low incidence of reaction to the components in this device. We have discussed the surgical procedure with the physician. In the event that the device is explanted, we are requesting the return of extracted devices for histological analysis. In this instance, the devices were implanted in the mid forehead area, which is unusual and not in accordance with recommendations in the instructions for use. However, it can not be determined that there is a relationship between this specific placement and an apparent encapsulation. If more information becomes available, it will be submitted in a supplemental report.